Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose. Customer's blood glucose was 295 mg/dl. Customer's blood glucose at time of call was 497 mg/dl. Customer had changed the infusion set and delivered a correction bolus but blood glucose did not go down. During troubleshooting, customer was assisted in performing the high pressure test, test passed. Customer was advised to change entire set, insulin, and reservoir. Customer will not be returning the device for analysis.